Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken cable is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp are still installed in clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure the pk dissecting forceps instrument was reported having a broken cable. There was nothing reported to have fallen into the patient. The customer did not allege any patient harm, adverse outcome or injury.